Event description:
Paramedics responded to a person, condition unknown. The device was connector to the pt with 4-lead ECG electrode for cardiac monitoring. According to the reporter, the device intermittently lost ECG in the display while the pt was loaded and transported to the hosp. No adverse affects were reported as a result of the alleged malfunction.